Manufacturer narrative:
Inspected one opened and used sensor and a performed visual inspection and found sensor needle bent inside sensor base and bent cannula. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle was fractured while in the body. The customer¿s blood glucose level was 127 mg/dl. Customer was changing the sensor and could not remove the needle. Customer stated that the introducer needle was still in the customer¿s body. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. Customer stated that the needle was bent after pulling from the body. The customer was advised to return the needle hub assembly. The sensor will be returned for analysis.